Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). Additional info will be provided upon conclusion of the MFR's investigation: a first stimulation was performed based on the description of the event. The stimulation shows us there are inconsistencies present in the description and that the outcome of knees becoming stuck could not be replicated. Therefore the local sales and svc team are now communicating with the customer in an attempt to receive further info and re-perform the stimulation.

Event description:
According to the description of the arjohuntleigh rep that visited the customer after the event: the carer had showed the pt while the pt was on the carendo device, and the carer wanted to lift pt off the carendo, into the wheelchair, with the sara 3000 active lift device. At the moment, the pt was almost lifted from the carendo with her backside, it is indicated that the carendo started to go up itself without the handset used. The pt is reported to have gotten stuck with her knees between the leg supports of the sara 3000 and the carendo. The pt was then released and put on the floor by the caregiver and a second caregiver that was called in. At this point, the pt cried out in pain. The pt was lifted from the floor using a passive maximove lift device for transfer to the wheelchair and bed eventually. (B)(4).